Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under her breasts. It was reported that one side had open skin and the other was almost open. The patient's nurse reported that she placed a skin barrier on the patient's skin so that the garment would not be direct contact with the broken skin. It was also reported that the patient was to be seen by a wound nurse. During a follow up, the patient reported that the irritation was healing and was no longer painful.